Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken/frayed cable. The procedure was completed with no reported injury.